Event description:
It was reported that the transducers do not thread well on the machine resulting in problems with air in circuit during setup of the patient¿s hemodialysis treatment. The transducers fall off the lines easily. The clinic staff swapped the transducer out with a different transducer. Upon follow up, it was noted that the event occurred during priming. The fresenius 2008t machine was used in treatment. The transducer was exchanged and the treatment set up was continued. There was no patient involvement. There were no defects noted on the device during set up. There is no sample or companion sample available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.